Manufacturer narrative:
Additional information will be provided upon investigation conclusion. No UDI information is available; the device was manufactured before UDI implementation.¿

Event description:
It was reported that during a transfer using the maxi 500 lift, the resident slipped out of the sling and fell to the floor. No injuries were reported. The lift and sling was inspected and no issue that would lead to a fall was detected. The customer stated, that when the lift leg stuck under the bed due to obstruction, the caregiver moved the lift in a way it caused a jerking movement and this resulted in patient fall from the sling. Additional information indicates that the caregivers used a cradle technique instead of crisscross technique to transfer the patient in the sling.

Manufacturer narrative:
Data are still under analysis.. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
It was reported that during a transfer using the maxi 500 lift, the legs got stuck while repositioning the patient, and a cracking noise was heard. The resident slipped out of the sling and fell to the floor. No injuries were reported. The lift and sling were inspected, and no issue that would lead to a fall was detected. The chassis shoulder bolt was found cracked. The customer indicated that the cause of the fall was improper sling application. Following the information gather in the course of the investigation, the customer staff used a cradle technique (hammok method) for patient transfer instead of criss-cross technique. The product instructions for use state that: "hammock method might not be suitable for confused, combative or erratic patients as they can fall forward and get injured" and that "legs closed with crossing straps ¿ this method is recommended for most general transfers." In the complaint at hand, during patient transfer in the sling with hammok technique, the lift leg got stuck under the bed due to an obstruction, the lift was moved in a way that caused a jerking movement, this resulted in the patient falling from the sling. Based on the above, it seems that the bed height might not have been properly adjust before moving the lift, which caused the legs to become stuck and led to the chassis shoulder bolt cracking. The moment the wheels got blocked under the bed may have caused a sudden movement of the sling, which¿combined with the absence of crossed leg straps¿resulted in the patient slipping out of the sling. The incident most likely resulted from a combination of improper sling application and sudden lift movement. Arjo device was used for a patient treatment when the event occurred and from that perspective it played a role in the event. The device was performing as intended. This complaint is deemed reportable following the allegation of patient slipping out of the sling.